Manufacturer narrative:
.

Event description:
It was reported that a vns patient underwent a full revision. The generator was replaced due to battery depletion and the lead was replaced due to high impedance (>9000 ohms). The explanting facility discarded the explanted device; therefore, no analysis can be performed. The review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.